Event description:
It was reported that the patient presented to the emergency room with mild left arm swelling and discomfort indicating thrombosis. The patient was prescribed medication and was hospitalized. The device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.